Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was leaking from an unspecified location. The leak was observed during initial drain of peritoneal dialysis (pd) therapy. The patient was connected for therapy at the time of this event. The customer ended the therapy session and would continue therapy with continuous ambulatory peritoneal dialysis (capd). There was no patient injury or medical intervention associated with this event. No additional information is available.